Manufacturer narrative:
A field service engineer (fse) went on-site and noticed the cover ledges to the ise cover were snapped off and cover was not seated properly. Fse ordered a replacement cover for the customer. The customer has been instructed on how to replace instrument covers properly and secure prior to running the instrument. The root cause appears to be the mc sample probe and wash collar brushing across the ise cover ledge potentially causing a short sample scenario.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the night shift noticed multiple low glucose (glu) results generated by the unicel dxc 800 pro synchron clinical system. No action was taken by the technician to investigate. Samples were rerun the next day prior to reporting. There was no affect to patient with regard to this event.